Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens observed to be scratched. Subsequently the lens was removed during initial procedure and completed with unspecified monofocal lens. Additional information received stating that surgeon noticed scratch after deployment. There was no patient harm. The procedure was completed with non-company lens.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. Intraocular lens (iol) was not returned. Only the device was returned. The device was returned loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Iol was not returned. The product investigation could not identify the root cause for the reported complaint "lens observed to be scratched ". The lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement. The reported complaint is lacking in relevant information such as the type of defect/issue observed. Due to the lack of information, we are unable to verify if the product contributed to the event. No damage was observed to the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).